Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use following a peripheral angioplasty procedure. The device was deployed under ultrasound. Hemostasis was achieved. The pt was discharged two days later and was prescribed warfarin therapy. Two days after discharge, the pt presented with a hematoma near the puncture site requiring surgical intervention to remove the anchor which was outside the vessel. A computed tomography (CT) scan revealed retroperitoneal bleeding. The pt was transfused with four units of blood. One day after surgery, the pt had poor cardiac function and expired the same day.